Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that the customer was taken to the emergency room due to high blood glucose levels. Caller stated that customer bolused with the insulin pump and his blood glucose rose to 21 mmol/l. The customer was given a continuation of therapy device and treated with that. Later on, the customer's mother called back to report that the customer had continued high blood glucose levels. Customer's blood glucose level was 28 mmol/l, and after removing the insulin pump and treating with a manual injection, his reading went down to 21.6 mmol/l. The customer's symptoms included nausea, vomiting, stomach cramps, and difficulty breathing. Caller found compromised force sensor system alarms in the history. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. The pump was received with a missing end cap sticker, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window, and a scratched reservoir tube window.